Manufacturer narrative:
Device returned, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified the proximal edge of the 0, 1, and 2 electrodes at the distal end of the lead was bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the displacement of the distal portion of the lead was not noticed out of the box, the lead was placed through the introducer and the deformity was apparent on fluro. Once they noticed, the lead was withdrawn and inspected more closely. There was no cause identified. The actions taken to resolve the issue was the stylet was withdrawn and reinserted into the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with and implantable neurostimulator (ins). It was reported that during the procedure it appeared that the distal portion of the lead was displaced. It was reported the lead was never implanted and the issue was resolved at the time of the report. No patient symptoms were reported. No further complications were reported or anticipated.